Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector was not plugged in properly. The device had cracked case at display window corner, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
It is reported that a customer received a blank display screen on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 228 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.